Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the priming process. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use."

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the priming process. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use.".